Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: lens returned dry and bent in the lens container. Visual inspection found discolored fibers on lens surface. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -11.50 diopter, in the patient's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to glare/haloes.